Manufacturer narrative:
Investigation: the trima leukoreduction filter was received from the customer. The filter was retained for supplier investigation. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have exited the lrs chamber toward the end of the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related. If additional information is received from the supplier investigation that changes the provided information in this report, a supplement will be submitted.

Manufacturer narrative:
Additional information: the leukoreduction filter was returned to the manufacturing vendor for investigation. The vendor was unable to determine a root cause through the investigation performed. No manufacturing defects were observed with the returned filters. In addition, manufacturing product history reviews were performed on all lot numbers received and no discrepancies or anomalies were identified.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.